Event description:
While performing ercp tip of basket broke off and was unretrievable. Procedure was unable to be completed and stent was placed. Pt was transferred to another facility for planned repeat surgery and treatment.